Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a prosthetic replacement/ arthroplasty procedure on unknown date and the drain was implanted. On the second day of post-op, the negative pressure of the reservoir did not work after the drain was placed in the joint in order to remove a hematoma. As the hematoma was not removed, the drain was removed from the patient. The doctor opined that he firstly had thought the obstruction of the drain had been caused by fixing a suture, but it had seemed unlikely to be caused. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 08/31/2016. Additional information was requested and the following was obtained: please clarify the event -did the hematoma occur before use of the drain? The hematoma occurred before use of the drain. Was drainage device being used to drain the hematoma? Yes, it was. Did the device not drain after its first activation? No, it did not after its first activation. Was there a failure of the locking plate mechanism of the reservoir? No, there wasn¿t. Was any anomaly/defect found on the device before use on the patient? No, but detailed information was not provided. Was the anti-reflux valve found detached/closed/opened? No information. Did the reservoir inflate quickly upon activation? No information. However, during evaluation, the reservoir inflated slowly. Was leakage detected? If so,where? No leakage was detected. Did the end users check to assure that all connections were secure during activation? Yes or no yes, but the detailed information was not provided. How was the hematoma drained / treated? No information. How large was the swelling? No information. It is possible that the swelling may have prevented the drainage? N/a. Event date if available no information. Lot number of the drain the lot number of the drain tube (11227) is unknown.

Manufacturer narrative:
The drain itself is functioning normally, though the clots slow a bit the normal flow. The blood clots may affect the normal drainage and cause blockage.